Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found that the tubing to the color and gravity module was loose at the fitting. The fse replaced the tubing, which repaired the failing controls. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported the ichem velocity instrument was failing controls for multiple parameters. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.